Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m52t3r. Sled movement. Conclusion codes: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The knife was returned to its home position and the device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the returned cartridge was loaded and removed without any difficulties during testing. No unusual strange noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure when the surgeon inserted the stapler and used the device it made a crunch noise. The device was removed and tried to replace the reload, but the reload would not come off the stapler. The case was completed with another device of the same product code. There were no patient consequences reported.